Manufacturer narrative:
(B)(4). Actual date of event is unknown; however, it is known that it happened in (B)(6) 2013. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that there was an interlink i.v. Catheter ext set/male ll adapter where the tubing was leaking at the distal junction between the tubing and the end. It was reported that there was no torque, pressure or traction on the tubing. This occurred before use; therefore, there was no report of patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental report will be submitted.